Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available pacing impedance trend curve showed values around 500 ohms beginning on (B)(6) 2019. On the 30th of june the impedance started climbing to the value about 1400 ohms and reached finally 3000 ohms on (B)(6) 2019. Furthermore, the r wave value demonstrated a gradual decrease from 8mv to 2mv in the same period. The shock impedance remained stable around 85 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approximately 51 months, it was reported that the pacing lead impedance was out of range.